Manufacturer narrative:
Follow-up 07/05/2016: customer reported that they have recently lost a lot of weight due to increased exercise. Reportedly, customer contacted their endocrinologist and they adjusted the basal insulin settings on the pump which have helped manage the customer's bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels over the last month; however, no specific levels were provided. Reportedly, customer believes that the low bg levels were caused by hernia surgery approximately 1 month ago. Customer consumed sugar tablets to treat the low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.